Manufacturer narrative:
The retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.1 inr. Donor 1 hct: 47%, donor 2 hct: 39%. Testing results: donor 1: retention meter and master lot strips: 2.5 inr, customer meter and retention strips: 2.5 inr. Donor 2: retention meter and master lot strips: 2.1 inr, customer meter and retention strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The only result alleged by the customer observed in the meter¿s patient result memory was the result of 1.4 inr. There were no other results in the memory. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) while troubleshooting the meter. At approximately 10:00 am the result from the meter was 4.9 inr with an error. The customer stated that they do not recall seeing a meter result with error. The customer cleared the memory and powered the meter back on. The meter was set to the incorrect units and the customer changed the units to inr. At approximately 11:00 am the repeat result from the meter was 1.4 inr. The customer stated that their warfarin dosage was changed based on a meter result but the customer was not sure which result. The customer's condition was "stable". The customer's therapeutic range was 2.0 - 3.0 inr.